Event description:
Senseonics was made aware of an incident where the patient complained of getting a false low glucose alert. The event happened on 06-jun-2025 at 09:51 am. The sensor glucose (sg) value was 48 mg/dl and blood glucose (bg) reading was 97 mg/dl. The system alerted the user with a low glucose alert as sg value went below the alert limit which was set at 65 mg/dl. The patient didn't take any actions based on bg value.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value on (B)(6) 2025 at 09:51 was 62 mg/dl and no blood glucose (bg) value was entered into the system. Thus the customer reported bg value of 97 mg/dl was not confirmed. However, the system showed that the customer entered a bg value of 100 mg/dl at 10:15 am was manual entry. At that time, the sg value was 48 mg/dl. The customer received multiple low glucose alerts between 09:51 am and 10:36 am as the sg value was below the low glucose alert threshold. A review of the in-vivo glucose data did not reveal any anomalies. Overall. The bg values that were entered as calibration met sg trends well around the time frame of the event (01 jun 2025 - 10 jun 2025). A review of the 2 weeks worth of data ((B)(6) 2025) was also reviewed and there was no issue with the system as bg and sg values were in good agreement. The root cause of the observed discrepancy by the customer on the day of event could not be determined. B4.date of this report 22 july 2025. G3.date received by the manufacturer? 22 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.